Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the alleging the insulin pump was under delivery. The customer¿s blood glucose level was 300 mg/dl at the time of incident and current blood glucose level was 338 mg/dl. The customer treated with the manual shot. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Troubleshooting was performed for under delivery. The insulin pump will be returned for analysis.